Event description:
Major pump unit(s) involved: external control system failure;low voltage alarms fixed with pbu cable and battery clip replacements.specific component(s) involved: external battery malfunction;lasting only 3 hours.pbu cable replaced and low power alarms resolved.causative or contributing factor: patient noncompliance in device maintenance and protectionintervention(s): replacement of other component, specify; replacement of external battery;type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.